Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vticmo12.6 -18.00/1.5/092 (sphere/cylinder/axis) implantble collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. Excessive vault was observed. Lens remains implanted. No complaints from patient. The sureon will monitor the patient for now. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
940um vault after icl implantation was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.